Manufacturer narrative:
(B)(4). The homechoice (hc) was received and the evaluation was completed. No abnormalities were identified during internal/external inspections. Upon power up, the device alarmed and the display was malfunctioning. The alarm log was unable to be downloaded due to the issue. No additional testing was able to be performed. The reported issue was duplicated through sample analysis. The cause of the issue was determined to be a malfunctioning digital printed circuit board (pcb). The pcb was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice machine was "alarming no display". It is unknown which process step this event occurred in, or whether a patient was connected at the time of the alarm. There was no patient injury or medical intervention reported in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.